Event description:
A patient underwent a port placement procedure using powerport isp m.r.I. Implantable port. On (B)(6) 2025, post port placement, it was reported that the catheter allegedly found ruptured. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection / evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device / patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter in two segments were returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A split was noted on the attached catheter approximately 3.2cm from the distal end of the cath-lock. A complete compound break was noted on the distal end of the attached catheter that was elliptical in shape. The distal catheter segment was returned and measured approximately 15.7cm in length. A complete compound break was noted on the proximal end of the distal catheter segment. The edges of the split on the attached catheter were noted to be jagged. The surface could not be determined as additional damage would be caused in area. The edges of the complete compound break on the distal end of the attached catheter were noted to be uneven. The surface was noted to be granular in one region and round/smooth in the other region. Splits were noted on the border of both regions. The edges of the complete compound break on the proximal end of the distal catheter segment were noted to be uneven. The surface was noted to be granular in one region and round/smooth in the other region. Therefore, the investigation is confirmed for the reported fracture and identified material separation, wear and deformation issues. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using powerport isp m.r.I. Implantable port. Post the procedure, it was reported that the catheter allegedly found ruptured. There was no reported patient injury.